Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient tried turning ins on and they saw a power on reset (por) message. It was noted that patient had just had a revision. It was reviewed that the patient programmer (pp) could not clear the por, and patient was redirected to the health care professional (hcp) . No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.